Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were confirmed. In addition, 500 hours on the xenon lamp and a worn-out socket were observed. The probable cause of the defects was due to wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source display an e103 error and the xenon lamp fails to ignite. The event occurred during procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer reported device issues (failure of the main light to ignite, and error code e103/lamp failure) were reproduced during the physical evaluation of the subject device. A review of the device history record (DHR) found no deviations that could have caused or contributed to these issues. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause was not established; however, it was thought that the main xenon lamp failed to ignite because it had been used for over 500 hours (i.e., the lamp was worn). Error code e103 is displayed by the device when the lamp is not functioning. Olympus will continue to monitor field performance for this device.